Manufacturer narrative:
Conclusions: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted for medical reasons, namely skin dehiscence with infection and exposed device. Also, the surgical wound never fully healed after implantation. The recipient previously had 6 mastoidectomies and is a heavy smoker, which were mentioned as pre-existing conditions contributing to the observed symptoms. A review of the device device_s sterilization records shows that the device has been subject to a valid sterilization process.this is a final report.

Event description:
The surgeon reported a skin dehiscence and that the device was exposed. There were signs of infection at the implant site and cultures showed staphylococcus epidermidis and corynebacterium amycolatum growth. The surgical wound never fully healed after implantation. The user has had 6 previous mastoidectomies and is a heavy smoker, which were mentioned as conditions which may have contributed to the skin dehiscence. The device was explanted on(B)(6) 2021.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The surgeon reported a skin dehiscence and possible explantation of the device. Awaiting additional details from the clinic.